Manufacturer narrative:
(B)(4). The device was not returned for investigation. Without the device for the investigation, a mfg related root cause for the reported experience could not be determined. The cuff miss failure mode is generally associated with technique issues or pt anatomical conditions. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a starclose se device. There was no reported adverse pt sequela. Though requested, add'l info was not provided.